Event description:
As reported, during an unspecified procedure on (B)(6) 2021, a bard/davol optifix straight fixation device was used to fixate an unspecified mesh. It was reported that the first two fasteners deployed were broken and those were removed from the patient¿s body and the device was cycled in air. As reported, there was no further problem and the same device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The subject device was returned for evaluation and included the reported broken fasteners. Initial evaluation of the sample finds that the guide wire is bent. Functional evaluation of the sample resulted in the successful deployment of the fasteners and confirms that the guide wire is bent. Broken fasteners is a known result of bent guide wires. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause is found to be applied forces when in use. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿